Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip was used for a polyp during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip would not release from the catheter. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d6a has been corrected. Additional information was received that the clip was not able to lock onto tissue and the clip eventually release. This complaint is now coded for poor bite. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported to boston scientific corporation that a mantis clip was used for a polyp during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip would not release from the catheter. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. ***additional information received on october 18, 2024*** it was reported that the clip was not able to lock onto tissue and the clip eventually release from the catheter. Note: the complainant reported that the device was used in a tortuous anatomy. However, according to the directions for use (dfu), "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device."